Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's ins has been overdischarged x1 year due to the patient not using their device. The device was reset three times, but were unable to reboot the battery. The issue was not resolve at this time. The patient will be scheduling an appointment with a surgeon to discuss the replacement of the battery. It's unknown if surgical interventions has occurred. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was making an appointment with a surgeon. The overdischarge wasn't resolved. No further complications were reported.